Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced deflation issues. Patient services specialist provided valve reset techniques. A follow up appointment is scheduled. No additional information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced deflation issues. One year later, a surgical procedure was performed, during which fluid loss and a kinked reservoir tubing was noted. All components were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem, b1: adverse event/product problem, b2: outcomes attrib to adv event, d6b: explant date, g2: report source, h1: type of reportable event, h6: impact codes, device codes.